Event description:
An endeavor sprint rx drug-eluting stent, length 12mm, diameter 2.25 mm, was intended to treat a lesion in a pt. It was reported that the stent dislodged from the balloon during the procedure and the stent remains in the veins of the pt's lower extremity. It was reported that the pt was well post procedure. No clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: other (root cause of dislodgement unk, limited details received).